Event description:
The customer reported strong burned smell of pt monitor mds ii during use. The device was switched off and the failure was reported. There was no pt injury reported. The device was sent to draeger lubeck.

Manufacturer narrative:
We are waiting for the device to be rec'd from draeger lubeck for eval. As soon as the investigation is completed, we will report the results to FDA.